Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white sleeve separated from the light blue main body of two (2) minicap extended life pd transfer sets. This issue occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury; however, prophylactic antibiotics were administered as a precautionary measure. No additional information is available.

Manufacturer narrative:
H10: two (2) samples were received for evaluation. A visual inspection with the naked eye noted broken occlude legs beneath the twist clamp on both samples. The broken occluder would allow the twist sleeve to separate from the light blue mainbody. The reported issue was verified. The cause of the broken occlude legs could not be determined; however, the damage was consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.